Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of corrosion on the electronic and motor assemblies. Further testing was not performed due to the blank display.

Event description:
The customer reported that he fell into water with the device on. The insulin pump alarmed and had a blank screen. The customer also reported having a low blood glucose of 13.5mg/dl and not having a backup plan with him. Advised customer to seek medical treatment. Hours later, customer was contacted and stated that he got an insulin pen from a local pharmacy and treated his blood glucose. No further information was provided.